Manufacturer narrative:
Integra completed its internal investigation 8/26/2015. The investigation included: method: complaint trend. Results: complaint records with identical or similar alleged hazardous situation/failure mode received as specified in the rmp were reviewed to determine if the complaint represents an isolated incident or if it is part of an adverse trend. The complaint rate was calculated based on the number of devices affected by the hazardous situation or failure mode, over the number of surgeries or units sold during the period of time of the review. A total of (B)(4) complaints were received. According to sales data, the complaint occurrence rate for the reported failure is (B)(4). Conclusion the lot number of the device was not communicated by the complainant, and the device was not returned to integra for analysis. Multiple attempts were made by the integra personnel to make contact with the distributor for lot information and return status, but no inquiries were ever answered. Therefore, it is not possible to determine a root cause due to the limited information provided for this case.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported the device broke during a procedure. During implantation, the stem of the proximal implant broke. The geometry of the bone is quite special. The implantation was prepared with appropriate instruments following the surgical technique. It was reported there was no patient injury. The event led to increased surgery time but the delay is unknown.